Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the patient's pump was interrogated on the day of refill and the reason for alarm was determined at that time. The patient was started on oral baclofen, was brought to the emergency room, and the pump was replaced. The issue was considered resolved.

Event description:
Information was received on (B)(6) 2017 from a healthcare provider regarding a patient's implanted infusion pump containing gablofen (2000mcg/ml at 1045.9mcg per day). The indications for use included intractable spasticity and cerebral palsy. It was reported that after the patient's pump was refilled by a home health provider, low battery reset and safe state began occurring multiple times on (B)(6) 2017. Reset was noted to have occurred at 11:39, low battery reset at 11:38, and safe stated at 11:32. The patient was asymptomatic and did not hear an audible pump alarm. The pump was at minimum rate of 12.6ug per day, and was reprogrammed back to the original daily dose. The elective replacement indicator was noted to be 12 months. The healthcare provider was to confer with the patient and the patient's doctor.